Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's 1st device "never worked right." The patient stated that they "messed with it" for almost a year and couldn't get it to work right so they stopped using the device. The patient's managing physician put in a new ins and it is working. No further complications were reported.